Event description:
It was reported that episodes of non-sustained oversensing due to intermittent ventricular non-capture were observed on a remote transmission. No intervention was performed. There were no adverse health consequences to the patient.